Event description:
(B) (4). Same patient as 2134265-2008-04437 . It was reported that following a coronary artery stenting procedure the patient experienced angina. The lesion was a 3.0mm, 75% stenosed, 10.0mm long portion of the proximal left anterior descending (prox lad) a graft vessel. The physician treated the lesion with direct placement of a 3.0x12mm taxus express2 study stent and post dilated with a 3.0x24mm balloon at 24atm. Ivus was performed and it was good. 2 days later the patient was discharged. When the 2-year follow-up was performed, the physician found the patient developed stable angina symptom. However, it was mild symptom, and the patient had renal failure. So cag was not performed. It is unknown if the symptom is related to the target vessel.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).